Event description:
A customer reported a cartridge alarm 20 occurring during pumping, which caused their blood glucose level to display as "high." The customer addressed this issue by administering a corrective injection using multiple daily injections (mdi). There was no need for third-party assistance. Technical support confirmed the repeat occurrence of cartridge alarms and decided to replace the pump. The customer will continue using their current backup pump until the replacement arrives. Training for the new pump will be available in their tandem source account. The problematic pump is to be returned to tandem with a return box provided by technical support.